Event description:
It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and caller reported that approximately 300 ml of fluid were removed. The patient was reported to be in stable condition. Additional information was received stating that when the physician was going transseptal, it was recognized that a small perforation most likely occurred because of contrast observed in the pericardium. At this time, no biosense webster products were being used. The transseptal sheath, transseptal needle, and ice catheter were all not biosense webster products. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).